Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting prematurely, as the estimated remaining longevity decreased from eleven months remaining in august 2024 to three months remaining in october 2024. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
The returned crt-d was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction and with no further information to indicate a product performance issue, we have concluded this device experienced normal battery depletion.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting prematurely, as the estimated remaining longevity decreased from eleven months remaining in (B)(6) 2024 to three months remaining in (B)(6) 2024. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.